Event description:
As reported by the user facility: power cord caught on fire.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4). The power cord, part number #(B)(4), was received for eval. The sample was forwarded to the manufacturer, b. Braun (B)(4) and their investigation is on-going. A follow up report will be provided after the inspection results are available. A historical review of the customer complaint database revealed no adverse trends of this nature against p/n (B)(4). In a follow up call to the facility, the reporter stated that the nurse was in the room when the incident occurred. The nurse reported a burning electrical smell in the room. The nurse approached the pump and saw that the power cord was on fire. The surrounding floor and walls were scorched due to the fire. No pt harm was noted. She also stated that the nurse did not report any fluid dripping or spilled onto the power cord at the time of the event.